Event description:
The surgeon reported the intraocular lens(iol) was explanted because of complications due to the iol position in the eye. Another lens was implanted without complication. In follow-up, it was learned the iol dislocated due to external trauma.

Manufacturer narrative:
The iol was received and inspected under illuminated 10x magnification, one distorted haptic was noted. In follow-up, it was learned the haptic distorted during the removal procedure. It was also confirmed the device was not the cause of this event. The iol dislocated due to an external trauma.